Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as sores on their back and sides from the wires digging into them. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses tried adjusting the garment for the skin irritation. Follow up indicated that the skin irritation improved.